Event description:
Additional information received reported the patient started hearing the pump chime yesterday evening and at first he thought it was a handheld videogame device. The patient was not having tremendous withdrawal.

Event description:
It was reported that the patient experienced a headache and body/muscle cramping. It was noted that the patient had oral percocet which was likely preventing further withdrawal symptoms. The patient was admitted to the hospital on 2012-(B)(6). Telemetry confirmed a critical alarm was occurring; the alarm was not heard. The alarm was due to a motor stall. The stall was constant. It was noted that there was nothing unusual when patient was at home. The motor stall did not recover with pump update; a rotor study was not performed. The pump was explanted. The device system was used to deliver hydromorphone (dilaudid). The patient outcome was reported to be recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly and corrosion. The original volume test of the alarm produced a volume of 87.3 db. Minimum specification is 70.0 db. Further alarm testing was done. This test produced a peak to peak signal of 7.00vdc. The battery voltage measured during this test was 2.97vdc. Specification for this test is the peak to peak voltage needs to be at least twice that of the measured battery voltage, which it is. Residue was found on the upper shaft, and in the upper bridge jewel of gear two, which was enough to cause the motor to stall.

Manufacturer narrative:
(B)(4).